Manufacturer narrative:
(B)(4). As the sample was not returned, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the clampex connector on an accusol bag was damaged. The connector broke while being squeezed in order to activate the bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.